Event description:
The customer reported one false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a nasal swab. Confirmation testing (platform: (B)(6)) via pcr performed on (B)(6) 2022 on a nasopharyngeal sample in viral transport media generated a negative result. Per the customer, no other information is available.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1056062 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1056062 and test base part number 190-430 / lot 1056062. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1056062 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.